Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the dp board may have failed due to deterioration over time due to long-term use, because more than 13 years have passed since the device was manufactured. Omsc concluded that this caused the front panel function to stop working. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus medical systems (B)(4) co., ltd. Olympus (B)(4) for evaluation. Olympus (B)(4) inspected the device and confirmed the following; the front panel function did not work because the digital signal processing board was damaged. The power supply unit was damaged. Power supply unit, dp board, and necessary spare parts need to be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed by the user that during the procedure, when the doctor started inserting the olympus videoscope gif-q180 into the patient's mouth, there was a problem with the lighting on the front panel of the device. The user replaced the device with an olympus 190 series video system center and completed the procedure. There was no report of patient injury associated with the event.